Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as cemented liner. The unknown ball was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient had a cemented liner with acetabular impaction graphing and was having pain. The cemented liner was removed and the ball was removed. A new cup and liner were implanted. The sales rep does not know if the previous revision was of stryker product.